Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade ii. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.